Event description:
The patient reported via the manufacturer representative that she still had recharging complaints. The patient stated she charged for multiple hours with very little impact to the charge in the implanted device. The patient claimed she got excellent coupling and sometimes the recharger runs out of battery in the middle of a session when she starts with it 100% full. It was noted that her energy requirements were quite high so the rep was going to try cycling in order to give a better recharge interval.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and manufacturer representative reported that the patient still complains about the efficacy of the spinal cord stimulation system and ability to fully charge and keep charged. Energy requirements continue to be high and recharging a burden. The manufacturer representative is able to get excellent coupling with recharging, and the patient states that she does too, but cannot maintain it long enough to fully charge her battery. The manufacturer representative instituted cycling to ees high energy requirements. The patient has turned her battery off at various intervals and notices some efficacy, but not much.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was implanted and their system remained off for two weeks post-op for healing. The rep met with the patient to give them three groups to evaluate for efficacy and recharge interval. The patient was instructed to use each group a, b, c in cadence with four days on and one day off then switch to the next group while keeping notes on the recharge interval. The patient had okay relief with group a, but a frequent recharge interval. The patient called yesterday and indicated they were getting no relief with group b and it had a worse power consumption. The patient was encouraged to stay on course, and the rep will see them and continue to reprogram to attempt to get both the best relief and the best recharge interval. The patient's impedances are good, in fact lower than the trial and the programming was done in the same space as the trial. The patient will return on 10/30 to the clinic and they will take a fluro picture to check for the actual lead location and proceed from there. The patient's husband mentioned his wife is frustrated and somewhat despondent. The husband also mentioned he felt like he had to hide the guns in the house, based on her demeanor. Additional complication is they live eight hours from the clinic, so it's not easy for the patient to pop in and see their rep. No further complications were reported. No additional patient symptoms were reported. Additional information received from the manufacturer representative reported that the cause of the issues was not determined. Programming was the only option and the issues had not been resolved. Additional information received from the rep indicated that the patient was having some tugging in her right lower thoracic area. Her leads are right/somewhat midline and the right lead is completely right toward gutter. The patient indicates last time we did dtm seemed to work the best, so they have re-initiated that therapy on her left or central lead. The rep programmed cycling to take her from 1.4 to 2.4 days on group a. They said she still having difficulty recharging and she has been sent multiple controllers and multiple antennas from home office. During charging, the patient says she hears beeping indicating cannot find battery, but when checked, recharge connectivity and efficiency says excellent. Additional information was received from the rep. The rep reported that the issue had been the same for the patient, a lack of efficacy and very high energy requirements. The patient was scheduled for a lead revision in (B)(6) 2020 but insurance prevented until (B)(6) 2020. The lead revision occurred due to lack of efficacy and high energy requirements. The patient had dtm programmed on (B)(6) 2020, as was new and found to be more energy efficient than ewf even though ewf had given 80% relief with the trial but went through all groups and titrations with little benefit except for group a. The rep checked the patient on (B)(6) 2020 and reprogrammed the patient with traditional stimulation to reduce energy requirements and see if achieved results. The rep and healthcare provider (hcp) discussed and it was decided to revise the lead again as it was still difficult to get right side coverage. The lead revision occurred. The post-operative appointment was on (B)(6) 2020 which reissued dtm in accordance with protocol. The issue was still the same, little relief, high energy requirements, frequent and long charging sessions. The patient seemed to have new pain which was to be addressed with intercostal blocks at the next visit on (B)(6) 2020. The patient was seen on (B)(6) 2021 and the patient was reprogrammed back to ewfas the patient preferred no paresthesia. As the patient had intercostal blocks, impedances were rechecked and within normal limits. The patient was seen again on (B)(6) 2021 and used iec, modified stimulation, reset and checked adaptive stimulation. The patient was seen again on (B)(6) 2021, and had the patient call in and ask if a new controller or antenna might assist recharging efforts, noting that she heard beeping and "cannot find battery." The rep checked recharge efficiency and was able to get excellent coupling. On (B)(6) 2021 the patient had multilevel thoracic rf on the right side but still stated that recharging wasn't good. Again, all issues were the same as first noted on (B)(6) 2019. The rep reprogrammed the patient with dtm again and had her return home to evaluate. On (B)(6) 2021 the rep reprogrammed the patient with modified iec ewf and cycled due to high energy requirements. The patient had a great trial, but difficult time with implant and very difficult recharge burden. The patient noted less activity, diabetes increased and increased pain from her multiple back surgeries. Difficulty complicated by covid-19 and patient living 8 hours from the clinic. The rep and hcp had seen and evaluated the patient at every visit and attempted to solve lack of pain relief, high energy demand and recharge burden with little impact. The hcp discussed a possible pump trial as he felt may now be complicated by nociceptive pain.